Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an endometrial resection procedure on (B)(6) 2017 and the electrosurgical device was used. The patient was prepped and routine procedural steps were followed. A resectoscope inserted through cervix into the uterus and the fluid system was opened. The electrosurgical device was connected to the hand-switch. When the doctor tried to insert the device through the resectoscope, the loop of the electrosurgical device fell off onto the floor. Another device was opened to complete the procedure with success. There was no harm to the patient. No additional information is available.

Manufacturer narrative:
Pc(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.